Event description:
It was reported that during intra-aortic balloon (iab) therapy, an autofill failure alarm was generated. They cannot resume pumping with this iab and have decided to remove it from the patient. It was then noted that an iab rupture had occurred and blood was seen in the helium tubing. The patient was returned the operating room for iab removal. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
No UDI is provided as lot number for the affected device have not been provided.